Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was not being released from the large hem-o-lok clip appler instrument after attempting to clip the vessel. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reported issue was clarified as when the surgeon went to clip a vessel, the clip was successfully closed but was not easily released from the jaw of the clip applier instrument. There was no bleeding or injury to the patient as a result of the issue. The procedure was completed utilizing a backup instrument. There was no damage noted to the instrument following removal.

Manufacturer narrative:
The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.